Manufacturer narrative:
One used sample. List #lat-mc100 was returned for evaluation, as received it was observed marks of adhesive outside the microclave and internal fluid was observed as well. The set was tested according procedure and no internal leaks were observed after the test. No mating device was returned. Complaint of leaks can be confirmed based in the physical sample and the video shared by customer. However, the probable cause of leaks inside the microclave, its unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a conector microclave¿ clear where it was reported that the patient required the use of a key connector for the administration of intravenous medication. The event reported occurred with a patient, diagnosed with congenital hypotonia, that was admitted 7 days after birth (B)(6) 2023 for integral management in the neonatal intensive care, due to suspicion of inborn error of metabolism. The patient was administered with parenteral nutrition, dopamine and noradrenaline. The supervisor during her shift, noticed the fluid leakage about half of the connector, without being able to visualize a fissure. The unit was immediately changed, and the fluid leakage was corrected. A visual inspection was done and liquid was observed in the middle of the set, being considered manufacturing defect. The set was not used more than one time.